Manufacturer narrative:
(B)(4). It was reported that the device had performance pull off suture needle. It was received for analysis an empty opened overwrap, an empty labeled winding former, a detached needle and a needle-suture of product code 8521, lot mmh131. The product code is double armed. During the visual inspection of the detached needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In the inspection of the needle/suture combination, the swage and attachment area were noted to be as expected. However, the end suture was crushed and cut, appears to be by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance pull off suture needle, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an abdominal aortic aneurysm procedure on (B)(6) 2019 and suture was used. The scrub nurse applied a pledget and passed with hand. When performing a blood vessel suturing by continuous suturing, the needle was detached from the suture soon at the first passing of the needle through the artery. It was not a control release needle. There were no adverse patient consequences reported.